Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with broken occluder legs noted.

Event description:
A company representative contacted baxter china regarding a leak from a minicap transfer set. It was reported that liquid could not be stopped even after closing the clamp. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.